Event description:
Freestyle 2 sensors too far off to be of any use. Placement of sensors correctly under back of arm. Last 6 months of readings were 70 points off and quite useless. For a product this expensive, it would be nice to have it work. When I first started using the sensors and their reader, it was within 20 points and I could adjust for that. Now it constantly tells me I am too low when I am high! A new reader did not help! So it must be the sensors!